Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified by evaluation of the sample photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 150ml intravia containers leaked; one (1) bag was empty and leaked into the outer bag while the other two (2) bags had wet the labels inside the clear bag. This was identified before patient use. A bag was found to have a pinhole at the injection port. There was no patient involvement. No additional information is available.